Manufacturer narrative:
Received cq on (B)(6) 2022: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with diopter -17.50/+3.0/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged for a longer length lens (13.7mm vticmo13.7 diopter -17.0/+3.0/105) on (B)(6) 2022 due to refractive surprise and lens dislocation/subluxation. Problem resolved. Reportedly, "patient is happy!" The cause of this event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: a lens work order search was performed. Claim#: (B)(4) is regarding excessive vaulting which is unrelated to this complaint. No similar complaints found. Claim#: (B)(4).

Manufacturer narrative:
Pt info-unk. Date of event-unk. Product code unk; esubmitter software does not allow for blank/unk entry. Product info, implant date-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date-unk. (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports refractive surprise and lens dislocation. Attempts to obtain additional information have not been successful.